Event description:
It was reported that there was possible p-wave undersensing during the patient's atrial arrhythmia episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.